Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts distorted and bunched towards the middle of the stent profile. The stent moved distally on the balloon. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed part of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery ( rca). A 4.00 x 32 synergy¿ drug eluting stent was selected for use to treat the lesion. During preparation, as the physician took the protector off and attempted to pass the guidewire through, the physician noted that the middle segment of the stent was deformed. The procedure was completed with a 4.00 x 16 synergy¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery ( rca). A 4.00 x 32 synergy¿ drug eluting stent was selected for use to treat the lesion. During preparation, as the physician took the protector off and attempted to pass the guidewire through, the physician noted that the middle segment of the stent was deformed. The procedure was completed with a 4.00 x 16 synergy¿ stent. No patient complications were reported and the patient's status was good.